Manufacturer narrative:
Ocd qa performed retain testing to confirm the reactivity of the e antigen. Satisfactory test results were obtained. Ocd tested the returned pt sample. Negative results were observed with 0.8% surgiscreen lot 8ss409 and another in-date lot of product when tested in gel. The returned pt sample was also tested using peg/tube method, the results were negative in this test system also.